Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips field service engineer investigated on site and checked the detector and tried several times to calibrate with no success. The affected portable detector needs to be replaced. The new detector was finally sent to the site and the engineer installed the new detector. Finally, the system meets the specification for the performed service and is returned to use. No specific details were provided about the circumstances when the detector fell down, however, the customer confirmed that the detector was dropped. Thus, it is concluded that it dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
It was reported that the large sky plate detector had line artifact. The skyplate detector was dropped. Customer performed calibration and line artifact was still present. There was no harm to user or patient.